Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 630 mg/dl and high levels of ketones resulting in a hospitalization; cause of high bg and ketones was not known. The ketones were determined to be dangerous by a healthcare provider. Prior to the hospitalization, the customer did not perform any correction boluses and allowed the pump's basal rate to continue to deliver per pump's settings. While in the hospital, the customer received intravenous saline and insulin as treatment. The customer was released from the hospital on (B)(6) 2022, with the issue resolved and no permanent damage sustained. At the time of the event, no issues were observed with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use. A pump system check was performed, and the pump was found to be working as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.